Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the tip of a retaining sleeve broke during use. The doctor was an experienced matrix user. Included items: 1x 03.632.036 / lot no. 6746387. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
There were no mrr¿s, ncr¿s, or complaint related issues with this complaint.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Additional mfg. Date; april 2013. Manufacturing evaluation: the threaded tip of the inner sleeve is broken on the very distal tip. The green knob has a faded appearance along with small scratches and well rubbed areas. Due to an unknown cause, the threaded tip broke. The material of the inner sleeve was confirmed to be within specification as well as the major diameter of the threads. The threaded tip depth and location were unable to be verified due to the damage on the tip. The parts all passed inspection at the time of manufacturing. Additional evaluation performed: our investigation has shown that at the retaining sleeves the first two thread flank at the forefront are broken off. Unfortunately we are not able to determine the exact cause which has led to this occurrence. The review of the production history revealed that these instruments were manufactured in april 2013 / november 2012 according to the specifications. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. High lateral stress, can lead to such a breakage. Our product development centre did improve the design of the retaining sleeves meanwhile to reduce friction between the sleeves. No product fault could be detected.